Manufacturer narrative:
Batch review performed on 02 september 2016. (B)(4). Not available.

Event description:
The patient had presented approx. 6 weeks earlier with hip pain and was walking with the aid of crutches. The patient had reported tripping while travelling overseas and this is when the patient's symptoms began. The surgeon's opinion is that the trip caused the stem to loosen. Further investigations suggested that the stem was loose. During the revision surgery it was evident that the stem was loose and it was removed without difficulty. There was no evidence of any problem with the cup and liner however the liner was removed. Explants are not available. X-rays are available.

Manufacturer narrative:
On 09 september 2016 the medical affairs director performed a clinical evaluation and commented as follows: partial revision of cementless tha after 5.5 years. According to report, the a traumatic event is likely to have caused stem mobilization. However, the x-rays supplied show a radiographically loose stem, and it is highly probable that the loosening process had started well before the fall and was probably accelerated or made visible by the event. This case is aseptic loosening of a cementless straight stem, a known possible complication of tha.